Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported, "unstable total hip. Did head swap (stryker). Poly swap competitive cup (biomet). The overall hip joint was unstable. Which lead to a constrained acetabulum construct. Acetabulum side was all biomet brand."